Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue (tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation. The irritation was described as itchy red bumps with another area that is open and bleeding. There was no alleged device malfunction contributing to the irritation. The patient reported reaching out to his doctor, but there is no indication of medical intervention. The medical outcome is unknown. Supplemental report 9/9/2021: submitting report to correct section g4.

Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation. The irritation was described as itchy red bumps with another area that is open and bleeding. There was no alleged device malfunction contributing to the irritation. The patient reported reaching out to his doctor, but there is no indication of medical intervention. The medical outcome is unknown.